Event description:
The pt's daughter originally called and reported, the pt's blood glucose reading was registering "hi" on her blood glucose meter. The daughter then turned the phone over to the pt, who reported she has been getting repeated 04 (occlusion) error messages on her insulin infusion device, when she tries to prime her infusion set tubing. She stated, "the insulin would not come out." She stated, she has changed the majority of the accessories in her infusion device system in an effort to resolve the issue. She said the device is currently not working and she is unable to bolus. She stated, her symptoms are nausea, dry mouth, a feeling of extreme cold, and a racing heart. To troubleshoot, the pt was instructed to remove all accessories from her device except for the batteries and run a dry prime which went through without occlusion. The pt stated, the piston rod was a couple of years old and the adapter has not been replaced for a long time. A new piston rod, adapter and batteries were sent. On follow up, the pt stated, she had switched to the replacements sent but was still getting occlusion messages. She stated she has switched to injection therapy and her blood glucose levels have returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.